Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13228 and the data files were returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven injections. The catheter passed the performance test as per specification. The temperature dropped below -40°c and was stable. The data files showed at least seven applications were performed with the balloon catheter without any issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred while ablating the right superior pulmonary vein (rspv). The freeze was stopped immediately, but the pnp did not recover. The case was completed with cryo. The patient is asymptomatic, but has not fully recovered. No further patient complications have been reported as a result of this event.